Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. Four-way (4-way) valve, stuck. Complaint of low o2 was confirmed. Based on the repair statement, there was no indication of a failure of not alarming. The underlying cause is sieve bed saturated and 4-way valve stuck.

Event description:
The dealer stated the unit is testing low o2. The dealer stated it is testing at 36%. The dealer stated it is not alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit is testing low o2. The dealer stated it is testing at 36%. The dealer stated it is not alarming.